Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer's stylus required calibration. It was also noted that the programmer's microphone was out of specification electrically and therefore replaced. The programmer passed final functional and system tests.

Event description:
It was reported that the programmer's stylus pen was unable to calibrate to the programmer's display screen. The left part of the screen was alright but the right part did not work. The programmer was returned for service. No patient complications have been reported as a result of this event.